Manufacturer narrative:
(B)(4). Batch # r5c30a. Additional information requested but not received: it was reported that ¿it was observed that some staples were released in the cavity, they were wobbly, even though they had not been fired.¿ could you please clarify ¿they were wobbly¿? Were the staples able to be removed from the patient? Investigation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received with some staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, and the staples were noted to have the proper b-formed shape. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an abdominal rectosigmoidectomy procedure that, the general surgeon when triggering the closing of the stapler to perform the stapling, the material locked and did not complete the closure of the jaw, it was observed that some staples were released in the cavity, they were wobbly, even though they had not been fired. The defective material was replaced with another like device, and the procedure continued without intercurrences. There was no damage to the patient. The material had to be replaced for continuation of the procedure.